Event description:
A report was received on 1/17/2003 regarding a memory lens which had been implanted in the patient's right eye in 2000. At exam in 2000, patient's va was 20/30 od. Opacification of the implanted device was diagnosed. The surgeon is planning to explant the lens in the near future.